Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, when injecting the lens, the cartridge cracked and the lens shattered. The lens was not put in the eye. Additional information was requested, but further no information was available.